Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 30. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and swelling. No further patient complications were reported.